Event description:
In the ER, at 2:57pm #16 french foley was inserted to drainage per policy and procedure and balloon was checked prior to insertion and was functioning properly per rn 4:00pm. Physician assistant attempted to deflate foley balloon with syringe. Stated could not get balloon to deflate and cut foley catheter balloon at it's entrance. Dr removed foley at 5:30 pm, pt was discharged from emergency dept at 6:30 pm.